Event description:
We received an allegation of questionable results for 2 patients sample tested with hba1c tq gen.3 on cobas 6000 c501 serial number (B)(6). On (B)(6) 2023 the customer ran 2 patients' samples (samples 1 & 2): the 1st hba1c result of sample 1 was 14.8 % while the 2nd result was 8.4 %. The 1st hba1c result of sample 2 was 15.2 % while the 2nd result was 11.5 %. The hba1c tq gen.3 reagent lot number was 62959801. The expiration date was 31-jan-2023.

Manufacturer narrative:
The field service engineer visited the customer's site and observed that the following: - the gear pump was at 280 kpa and could not lift more than that pressure. So he changed it and then left it at 320 kpa making sure it was operating correctly. - the last change of cuvettes was in jul-2022 and the sample needle was not changed for more than a year. So the engineer changed both the cuvettes and the sample needle. - the lamp was changed in november 2022. - the customer performed 100 hb glycosylates per day, with additional wash with special cell cleaning solution that is correctly installed and working fine. - an "abnormal aspiration error" was visible in the provided alarm traces. The instructions were not followed and maintenance actions were obviously not performed on time. The most likely root cause for the patient high results for hba1c on customer's c501 was inadequate maintenance. Required actions like cell, probe and gear pump head exchange and adjustment were obviously not performed on time. After the appropriate corrective measures were taken by the field service, there were no more discrepant results or anomalies. The customers allegation was not substantiated due to inadequate user handling /insufficient maintenance. No general product problem was found, the product meets specification.